Manufacturer narrative:
Title: article: (ghada f. El-baradey, md), (2019), (journal of critical care (B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to literature source of study performed from january 2013 to april 2016, after use, patients were intubated via the oral route, patients with post extubation stridor (pes) received dexamethasone treatment; 18 were completely recovered while 27 patients needed reintubation after 1 hour of these 27 patients. 19 patients had successful extubation while 8 patients had tracheostomy.